Event description:
The consumer was sitting on the seat of the rollator when the seat allegedly broke, causing her to fall to the ground. No serious injury is alleged.

Manufacturer narrative:
No alleged serious injury. Malfunction alleged. Allegedly, the consumer's rollator seat broke while sitting on the seat. The consumer is a (B)(6) year old female who weighs (B)(6) lbs and is (B)(6) inches tall. The consumer's medical condition and stability are unk. The consumer's medication regimen is unk. Any add'l loading to the device is unk. The environmental conditions for the flooring, carpeting, tiling or terrain are unk. Product usage technique is unk. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use.

Manufacturer narrative:
No alleged serious injury. Malfunction alleged. Allegedly, the consumers' rollator seat broke while sitting on the seat. The consumer is a (B)(6) female who weighs (B)(6) and is (B)(6) tall. The consumers' medical condition and stability are unknown. The consumers' medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting, tiling or terrain are unknown. Product usage technique is unknown. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use. Correction: the original incorrect manufacturer was listed as (B)(4). The correct manufacturer is (B)(4).

Event description:
The consumer was sitting on the seat of the rollator when the seat allegedly broke, causing her to fall to the ground. No serious injury is alleged.